Manufacturer narrative:
The device was received with cracked case at display window corners, battery tube threads, severely scratched display window and damaged/scratched address serial number label. (B)(4).

Event description:
The customer reported via phone call of issues with a badly scratched screen on their insulin pump. The customer states the device is difficult to read, unless the light is on. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.